Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to repair a cystocele on (B)(6) 2005 and an unknown mesh was implanted with concurrent hysterectomy and bilateral salpingo-oophorectomy. It was also reported that she experienced pain, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh repair surgery on (B)(6) 2006, when it was determined that the patient had a stage IV cystocele and perigee and apogee were implanted. Additionally, on (B)(6) 2013, she underwent another repair surgery to treat vaginal vault prolapse, stage ii cystocele, stage ii rectocele and stress urinary incontinence and mesh were implanted. No additional information was provided.